Event description:
It was reported that the patient's mesh device had migrated and it had been revised (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).